Manufacturer narrative:
Correctly placed the footboard on the litter connector.

Event description:
It was reported by service report that the footboard was not working. It is unknown if there was pt involvement or if there were adverse consequences.